Event description:
During the procedure, the scrub technician discovered there were additional break off screws in the driver. This was noted when the technician counted the break off screws utilized during the procedure. While counting the technician discovered 8 additional screws left in the system from previous surgeries. The driver was not examined prior to a new screw being inserted in the driver. The design of the instrument will allow for multiple break screws to remain in place. Physician requested for the sales rep, (B)(6), to report to the operating room charge nurse, (B)(6). (B)(6) then reported to the operating room director, (B)(6). FDA safety report ID# (B)(4).